Event description:
It was reported that the pump touch screen had pixel issues where there were red spots on the display, affecting the customer's ability to interact with the pump. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.